Manufacturer narrative:
(B)(4). The device history review for the product hemolok ml clips 6/cart 84/box lot#: 73b1700279 investigation did not show issues related to complaint. The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
The complaint states: the doctor complained that during the partial gastrectomy, he found that the clips could not be closed during ligation of the vessel. He tried two units which failed then he opened another unit to complete the surgery. There was no patient injury.

Manufacturer narrative:
(B)(4). The customer returned one cartridge 544230 hemolok ml clips 6/cart 84/box for investigation. The clip cartridge was visually examined with and without magnification. Visual examination of the returned cartridge revealed that three were small scrapes at various spots on the cartridge. There was one clip remaining in the cartridge. Functional inspection was performed on the returned sample. A lab inventory clip applier was used. The clip was able to properly load into the jaws of the applier and close. No functional issues were found with the returned clip. The IFU for the clip appliers, l06110, was reviewed as a part of this complaint investigation. The IFU indicates, "always check the alignment of the applier jaws before use. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur." The IFU also instructs the user, "immediately following each complete sterilization cycle the instrument should be inspected prior to use. The instruments should be inspected for signs of rust, cracking, pitting, breaking, staining and/or discoloration, burrs, sharp edges or protrusion as well as any other signs of defect. Special attention should be paid to other remarks: ensure the instrument shaft is perpendicular to the instrument cap. Instruments found with any signs of the aforementioned defects are not safe for use with patients and should be immediately discarded." The reported complaint of "clips not closing" was not confirmed based upon the sample received. Upon functional inspection, the remaining clip was able to properly load into the jaws of a lab inventory applier and close. Since no functional issues were found with the returned clips and the applier was not returned, the reported issue could not be confirmed. No further action will be taken.

Event description:
The complaint states: the doctor complained that during the partial gastrectomy, he found that the clips could not be closed during ligation of the vessel. He tried two units which failed then he opened another unit to complete the surgery. There was no patient injury.